Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched display window. The drive support cap was inspected and no anomaly was noted. However, found a completely cracked end cap. Unable to perform the displacement test due to the cracked end cap damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that drive support cap is loosed. Customer did not press the cap while connected. Customer doesn't know how the damaged happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.